Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). It was determined that the condition was due to urethral atrophy at the cuff site. A replacement surgery was performed in which the existing 6.0 cm cuff was removed and replaced with a 4.0 cm component. The pump was also explanted and replaced. The physician tried to explant the existing balloon but it was too deep; therefore, the physician elected to tract the tubing down as far as possible and cut it at that point. The physician does not believe the cuff was the wrong size when it was originally implanted and it was implanted in the correct location. There were no device malfunctions associated with the explanted device. The patient was said to be good following the procedure.

Manufacturer narrative:
H2, h3, h6, h10 updated. Product investigation completed. A product malfunction was not identified as the most probable cause of the reported events. Urinary incontinence, and urethral atrophy cannot be confirmed through product analysis. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). It was determined that the condition was due to urethral atrophy at the cuff site. A replacement surgery was performed in which the existing 6.0 cm cuff was removed and replaced with a 4.0 cm component. The pump was also explanted and replaced. The physician tried to explant the existing balloon but it was too deep; therefore, the physician elected to tract the tubing down as far as possible and cut it at that point. The physician does not believe the cuff was the wrong size when it was originally implanted and it was implanted in the correct location. There were no device malfunctions associated with the explanted device. The patient was said to be good following the procedure.